Event description:
The customer reported regarding low blood glucose, and he stated that the insulin pump was giving him too much insulin over the weekend. The customer's blood glucose was 172mg/dl with 60 carbohydrates, and the insulin pump tried to give him over 6.0 units of insulin with a sensitivity factor of 30. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and found that the time was off with fifteen minutes. Assisted the caller with correcting it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.